Event description:
It was reported that the device was received with a hole or rip on tyvek in a package. Issue was discovered prior to device being used. No patient contact.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information the customer complaint indicated that there was damage like a hole or rip in the tyvek. One sales unit carton was returned with six sealed packages. The carton had slight crush/compression damage. Each package inside the cartons was visually inspected. On visual inspection, it was confirmed that one package had a small hole aligned over the device knob fin. The hole was confirmed using the dye test per tm5016. The remaining five packages exhibited no damage. The hole characteristics appear indicative of damage caused from the inside of the package outwards rather than damage that was caused from the outside-into the package. The cause or origin of the holes cannot be determined.